Event description:
It was reported that the fluid warmer was leaking from the back cover. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received for investigation. The device was visually inspected and functionally tested. It was found that the reservoir was leaking from both sides and at the water tank cover. The root cause is from a worn gasket and the water tank cover being cracked. The water tanker cover was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Repair summary, replaced water tank cover, reservoir gasket and o-rings. Performed calibration. The device passed all functional and delivery tests.